Event description:
It was reported that when the device with reload cartriddge was used during an unknown procedure, it would not fire. Another device was used to complete the case. There was no consequence to the patient.